Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from january through october, 2021. It was later added that there was a primary audible alarm damaged OEM power cord. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.